Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support. Upon removing the maj-1430 video cable, the problem was resolved. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "e315" occurred when using olympus, model series 190 scopes with the olympus, model cv-190. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and confirm the event, the root cause of the e315 error could not be identified. However, it¿s likely the cause is related to a temporal communication failure caused by dust or dirt. Olympus will continue to monitor field performance for this device.